Event description:
Medtronic received information regarding an imaging system. It was reported  outside of a procedure that there was a battery issue. There was a battery fault preventing the system from shooting x-rays. The manufacturer representative found a battery fault  that was identified on tray 6. The battery tray was exchanged and system was back online. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000163. The manufacturer representative went to the site to test the imaging system. There was a low battery preventing shooting of xray. Battery issue identified on tray 6. The voltage dropped on the system as if battery tray was missing. Battery tray 6 identified at fault with the use of software. This battery tray was replaced and system performed as intended.  If information is provided in the future, a supplemental report will be issued.